Manufacturer narrative:
No device was returned for evaluation, therefore only a device history review was performed. Device history records were reviewed for the component and no deviations or anomalies were found. No x-rays or surgical notes were provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Product location unknown.

Event description:
It was reported patient underwent right hip arthroplasty on (B)(6) 2009. Subsequently patient was revised due to unknown reasons on (B)(6) 2016.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip arthroplasty. Subsequently patient was revised due to pain, elevated metal ions, corrosion, and metal related pathology approximately 17 years post procedure.

Event description:
Upon reassessment of the reported event, it was determined the product referenced in this report should not have been reported. The initial and supplemental reports should be voided. New mdrs were created for the complaint. 0001822565-2021-03633, 0002648920-2021-00458.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined the product referenced in this report should not have been reported. The initial and supplemental reports should be voided. New mdrs were created for the complaint. 0001822565-2021-03633, 0002648920-2021-00458.